Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 90% stenosed, 22x9mm target lesion contained >=90 degree bend and was located in a severely tortuous and severely calcified left subclavian artery. A 9.0x30x135 cm express ld vascular bare metal stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was then completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the proximal end. One of the struts on the most proximal row was raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The tip od was measured which is within specification. The shaft od measured was within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).